Manufacturer narrative:
(B)(4). The device was not returned or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted. Baxter healthcare made several attempts to contact the customer to gather further info without success.

Event description:
It was reported that a spectrum pump wireless battery module was showing signs of burning and smoke damage on the outside case of the spectrum pump. The customer opened the battery pack and noted a strong odor of burning and "an arc of fire from the flex cable". Any pt involvement, injury or medical intervention is unk. (B)(4).